Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to video connector socket failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no image when shaking the defective video connector and the video connector was worn. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image when shaking the defective video connector. There were no reports of patient involvement.